Event description:
During operation kion adjusted man-pt of the device-endotrach. Suctioning-pt connected again-the selecting switch on pc kion technical failure, peak inspiratory pressure greater than 70, no manual breathing possible, no oxygen-flush. After exchange of pressure transducer circuit board pc, as well as calibration etc., functioned again. Will report this as an incident and forward errorlog, email 5/26/00.